Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and broken, the lower case, one bail cover and ring cover were broken, one bail cover and one bail were missing, the battery contacts were compressed, the display was out of specification with missing pixel segments. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.